Event description:
It was reported that a peritoneal dialysis (pd) home patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to an unreported cause. The pt was connected to the hc and was performing pd therapy at the time of death. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. Upon conclusion of the investigation, the cause of the reported death could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.